Event description:
Philips received a report from a customer that they have an intermittent failure of footswitch; this was probably caused by it being slightly bent. No pt injured, it just delayed the acquisition.

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to FDA.